Event description:
Four months postop, re-operation was performed due to paravalvular leak w/ partial dishiscence of the aortic valve. Another sjm silzone valve was implanted. At re-op, there was "significant loss of tissue in the annulus... And no vegetation". Pt has since developed diastolic murmur and is being reassessed. The valve remains implanted.